Manufacturer narrative:
Product analysis: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered. The right ventricular (rv) lead exhibited low pacing impedance and contains a suspected fracture. The polarity of the lead was reprogrammed from bipolar to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.